Manufacturer narrative:
.

Event description:
The hcp reporte,d the patient experienced lack of pain relief. The hcp was unable to enter the catheter access port, because the pump had flipped. Surgical intervention was required. The patient recovered without sequela. The pump was programmed to deliver dilaudid (10.0 mg/ml) at a rate of 0.8001 mg/day.